Event description:
The operator of a centralink data management system contacted the siemens technical solutions center (tsc) because quality control (qc) results for troponin were not being flagged as expected when they deviated from the target. The operator stated that two dimension vista instruments were connected to the centralink data management system and the qc results were generated from those instruments. Patient results may have been affected if they were run while qc was out of range. It is unknown if there were any adverse health consequences due to the centralink data management system not flagging troponin qc results which deviated from the target as expected.

Manufacturer narrative:
During troubleshooting with the customer, the tsc discovered that there was no malfunction of the centralink data management system. Troponin method was configured on the dimension vista instruments to pass qc regardless of the values generated. The customer then decided to contact their non-siemens qc vendor to discuss the qc set-up of the method. During follow-up with the customer, the customer confirmed that the issue was with the configuration of the troponin qc on the instruments and that the issue had been resolved. The centralink data management system is performing according to specifications. No further evaluation is required.